Event description:
Per the clinic, the patient experienced an infection (abscess) at the implant site and subsequently underwent a skin revision surgery (debridement) (specific date not reported). However, the issue did not fully resolve as the patient then experienced an edema at the implant site and was treated with oral antibiotics (specific date and duration not reported). Clinical management of the patient is ongoing. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient also experienced otitis media and suppuration which led to broken incision site along with edema and abscess at surgical site (specific date not reported). It was also reported that the patient's head was pressurized using bandage dressing apart from oral antibiotics treatment. No other treatment or surgical intervention was performed. Subsequently, the device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on november 26, 2024 was filed inadvertently. No revision surgery has occurred.